Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a delaminated downstream occlusion sensor seal. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Primary problem of delaminated downstream occlusion (dso) sensor seal was verified by visual inspection. The cause is the dso seal. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.